Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012700153 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle; the inspection identified a kink at the side port tube. No additional anomalies were detected. Functional testing of the steering mechanism and deflection revealed the sheath did not reach the primary deflection at 90° and 180°. During sub-assembly and x-ray inspection, a broken pull wire was observed in the handle area. In conclusion, the sheath failed the returned product analysis due to a kinked side port tube and broken pull wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the sheath was being deflected, an audible "pop" sound was heard and subsequently the sheath failed to deflect. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.